Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no delivery anomaly during test. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose levels at the time of the incident was 13.1 mmol/l. Customer reported that it appears that the amount of insulin in the reservoir and the amount of insulin listed on the pump varied a great deal. Customer reported that the issue had persisted for about a month and has been as much as a 50 percent difference. The insulin pump passed the displacement test. Customer was advised to discontinue the use of the insulin pump and revert to back up plan. Product is being returned and replaced.